Event description:
It was reported that the scs ipg was explanted on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a loss in stimulation. A connection could not be established between the ipg and external devices, and therefore, the ipg may be inoperable.